Manufacturer narrative:
Unit is not sealed against the possible fluid ingress. Per the srt, there is a possible electrical safety issue and/or possible shock hazard to the operator. No part will be forwarded for repairs.

Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, the analog thermometer on the cooler heater unit does not align properly with the bezel/control panel opening. There was no pt involvement.